Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation. The related mdrs # 2937457-2014-01362 and 1713747-2014-99993.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient contracted peritonitis. The patient presented to the clinic on (B)(6) 2014. The patient was treated with ceftazidime via ip. The patient produced a positive culture result. The patient was not hospitalized for this event.